Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary and bowel problems, fistulae, recurrence and neuromuscular problems. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3303607 and product code tvts4.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2011 under dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
Date sent to the FDA: 8/1/2017 additional information: additional patient code: (B)(6) - overactive bladder, nocturia additional patient code: (B)(6) additional narrative: it was reported that following insertion the patient experienced overactive bladder, urgency, frequency, urge incontinence and nocturia.